Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the device was explanted due to infection. The patient was admitted on (B)(6) 2020, initial admitted to decommission the patient's pump as the patient's ef (ejection fraction) had normalized. The patient found to have an acute chronic sternal wound infection at the time of the admission furthering pump removal on (B)(6) 2020. The symptoms were pain, redness, and drainage at the infection site. The patient was treated with intravenous antibiotics. It was reported that the pump did function as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: superficial driveline damage the evaluation of the heartmate ii lvas serial number (B)(6) did not reveal any device-related issues. A specific cause for the reported infection could not conclusively be determined through this evaluation. (B)(6) was returned assembled with the driveline severed approximately 1¿ from the pump housing. The distal end of the driveline was also returned. The sealed inflow conduit was returned attached to the pump inlet port. The sealed outflow graft and bend relief were also returned attached to the pump via the outlet elbow. Evaluation of the sealed inflow and outflow conduits revealed no evidence of laminated depositions or thrombus formations. Examination of the pump's blood-contacting surfaces upon disassembly also revealed no adhered depositions or thrombus formations. After cleaning, the disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop. Retrieved data revealed power consumption and pressure values which met manufacturing requirements. The pump operated as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.